Event description:
It was reported that the patient experienced ineffective therapy following some falls. Diagnostics revealed high and low impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The reported observation of impedance issues could not be confirmed due to excessive damage to the lead that occurred during the explant procedure.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that both leads migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.